Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent elevated blood glucose (bg) levels up to 350 (mg/dl). The customer believed an adjustment to the pump basal rate setting was necessary. A bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels further with a healthcare provider.